Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected fasting range of 120-130mg/dl. Customer is new diabetic non-insulin dependent. Customer states he does not test daily. Customer's wife and friend tested on the device their results are the first two results on the meter memory. Strip expiration date is 05/31/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Back to back blood test performed and results are 184mg/dl and 170mg/dl - nonfasting. Reviewed meter memory: the 98mg/dl (B)(6) 2015 11:14:00 am fasting:no, the 85mg/dl (B)(6) 2015 11:12:00 am fasting:yes, the 88mg/dl (B)(6) 2015 07:03:00 pm fasting:no, the 94mg/dl (B)(6) 2015 08:08:00 pm fasting:no, the 121mg/dl (B)(6) 2015 09:03:00 pm fasting:no, customers concern:with 94mg/dl.